Manufacturer narrative:
.

Event description:
It was reported that prior to arriving to the hospital, the patient was found unconscious and had to be resuscitated. The patient was taken to the hospital and brain damage was suspected. In the hospital, the electrocardiogram showed that the pulse generator exhibited inappropriate rate increase. It was speculated that there was interference between the device and the baclofen pump. No intervention was reported. The patient would be monitored.